Manufacturer narrative:
Investigation summary it was reported that a 61-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30086669m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: non-biosense webster, inc. Product - st. Jude medical, st. Jude medical sl1 8.5 fr sheath. Biosense webster, inc. Product - pentaray catheter , catalog #: unknown, lot #: unknown. Biosense webster, inc. Product - carto® 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy or disease cited that might have contributed to the adverse event. No error messages were observed on any biosense webster, inc. Equipment during the procedure. A st. Jude medical sl1 8.5 fr sheath was used during the procedure. The catheter irrigation was set to 30cc/min. The patient received anticoagulant (unspecified) with an activated clotting time (act) range of 300-350 seconds. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to the pentaray catheter in the left superior pulmonary vein (lspv). The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were stability max range = 2mm and stability min time = 5sec. The color option used prospectively were time and stability set. The product was received on (B)(6) 2018 and was visually inspected by the product analysis lab, and was found to have reddish-black material between the tip and ring 1. However, the complaint remains reportable due to the adverse event.